Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards as it was discarded per the hospital. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed, the cross clamp is released and the heart is allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb support is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explantation of one valve and implantation of another valve may result in complications. In this case the event indicated that there was an alleged serious injury related to the valve exchange. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 21mm bioprosthetic aortic valve was explanted at implant. The reason for the explant was due to impingement of the left main by the 21mm valve as there was no flow in the left main. The annulus was observed to be quite injured during the explant of this valve. A 19mm magna ease valve was then implanted. Patient was transferred to the cvicu in stable hemodynamic condition. Patient was discharged on post-operative day #6.